Event description:
It was reported that this left ventricular (lv) lead exhibited and alert of left ventricular (lv) pacing impedance high out of range. The related lv lead is a non-(B)(6) lead. Further investigation was planned. This lead remains in service. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).